Event description:
The brake/steer caster will swivel when locked into the brake position.

Manufacturer narrative:
The facilities maintenance found the brake/steer caster was installed in the incorrect position on the bed. The casters were installed in the correct positions to repair the bed.